Event description:
Patient spontaneously stated that after and completing third infusion using this freedom-60 pump. The patient winded it up and then it was only clicking. Patient believes this pump is not working although he is not infusing during this pump issue. It did not affect any of his infusions, indications: antibody deficiency with near normal immunoglobulins or with hyperimmunoglobulinemia. Immunodeficiency associated with major defect, unspecified. Reported to (B)(6) by: patient/caregiver. Dose or amount: 33.87ml/hr, frequency: every week, route: subcutaneously. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: d80.6, d82.9.